Event description:
The patient was admitted for acute myocardial infarction. The doctor decided to remove the thrombus using manual aspiration, followed by 30cc infusion of aggrastat, using a clearway device. The device was prepared per recommendations. The clearway was placed at the lesion and the doctor infused 20cc, and deployed the resolute integrity 3.0mm x 22mm stent. After flushing the clearway the second infusion of 10cc was administered. After the second infusion, there was no blood flow through the target vessel and the patient suffered cardiac arrest. The doctor treated the patient using nitroglycerine and an adenosine infusion. Blood flow resumed and the pt returned to a stable condition.

Manufacturer narrative:
Upon completion of investigation a follow up report shall be submitted.